Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the balloon may not have been able to expand temporarily sufficiently due to the patient's internal conditions or environment, such as tight sphincter muscles. The event can be detected/prevented by following the instructions for use which state: "do not inject the inflation fluid rapidly. This can result in perforation, bleeding, or mucous membrane damage." "Do not inject inflation fluid into the balloon too forcefully. Sudden inflation may result in perforation, mucosal damage, or heavy bleeding." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device referenced in this report has already been disposed and will not be returned to olympus. The subject device was manufactured in may 2023 based on the provided 3-digit lot information. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the single use balloon dilator v (with knife) did not expand properly during a diagnostic endoscopic sphincterotomy and endoscopic papillary balloon dilation in endoscopic retrograde cholangiopancreatography (ercp) procedure and as the expansion pressure was increased, the area of expansion also became larger. The device was set to 8 millimeters at 0.5 atmospheres. The value for the expansion pressure was unknown. Subsequently, it was confirmed that the patient had acute pancreatitis presumably based on increased lipase and amylase. Doctors reportedly speculated that increasing the diastolic pressure may have increased the diastolic zone, causing pancreatitis. It was further relayed that it is extremely difficult to determine what caused the increased risk of pancreatitis and since the ercp procedure itself has the risk of causing acute pancreatitis, it is difficult to conclude if the device is a contributing factor to the adverse event. However, since the patient reportedly developed pancreatitis after using this device, the possibility that it was a contributing factor could not be denied. It was reported that the pancreatitis did not appear to be serious. The device was inspected prior to use. There were no reports of further patient harm.